Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient developed pain, swelling and redness of the pocket with "fistula". The patient's echocardiogram and chest x-ray were all normal. In addition the device function was normal. The device and leads were removed and plan to be replaced in the near future. No further patient complications have been reported as a result of this event.